Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t quantitative on an h232 instrument. The customer used one of two different strip lots on the instrument and is not sure which one was used for this test. This medwatch will cover strip lot 28248311. The strip lot number for the other vial was 28247511. Refer to medwatch with patient identifier (B)(6) for information on strip lot 28247511. The initial troponin t quantitative result on the h232 instrument was between 50-100 (unit of measure not provided). The patient was sent to the hospital for repeat testing. At the hospital a new sample was obtained and the troponin t result from an unknown laboratory method was less than 10 (unit of measure not provided). The timeframe between the tests was 2 hours. No adverse event occurred. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
The customer returned h232 meter with serial number (B)(4) and the test strips with lot 28248311. It was noted that the temperature requirements for transportation were not met. Tests were performed with the customer's test strips on their meter and a meter used at the investigation site. The results of all measurements fulfilled requirements. Based on the results of the investigation, the device worked according to specifications. No failures were identified. A specific root cause could not be identified. Since the patient sample was not investigated, interference in the sample is not excluded as a potential cause of the issue. Handling and application processes at the customer site have also not been excluded as potential root causes.